Event description:
Based on the report, the product was returned as an implant failure because of failure to integrate. The pt had good oral hygiene and good bone condition. The fixture was placed with a traditional 2 stage surgery in tooth location #28. No bone augmentation material was used. The dr indicated that the device was not received damaged or defective such that it would not perform as intended. The implant was removed because of bone condition. The pt was stable and no new implant was placed.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within spec. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.